Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2019-09405, 1627487-2019-09407. It was reported that the system was explanted for an unknown reason on an unknown date a few years ago. No further information is available.